Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative noted that with metal interference from the scope caused intermittent tracking. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported there was an intermittent tracking issue. The surgeon was losing tracking with their straight suction instrument. The issue would only occur when they had their pediatric scope and camera in close proximity to the instrument tracker. The site would have to locate navigation, remove the scope, and alternate. There was no impact to the patient outcome. No complications were reported/anticipated.

Manufacturer narrative:
Review of the reported issue found that the issue was caused by a use error and that the navigation system and software functioned as designed.

Manufacturer narrative:
Additional information: patient age, weight and gender provided. There was a reported delay to the procedure of thirty minutes due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the reported issue occurred in a functional endoscopic sinus surgery (fess).